Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of (B)(6) 2021, was chosen as the best estimate based on the implantation date. Block h6: imdrf patient code e2006 captures the reportable event of erosion of mesh. Imdrf patient code e1309 captures the reportable event of incomplete emptying of the bladder. Imdrf patient code e1310 captures the reportable event of urinary tract infection. Imdrf impact code f1905 captures the reportable event of mesh removal. Imdrf impact code f23 captures the reportable event of additional medical treatment.

Event description:
It was reported that an obtryx system device was implanted during a procedure performed on (B)(6) 2021. Due to the implantation, the patient experienced injuries including incomplete emptying of bladder, frequent urination, urinary tract infections, urge incontinence, erosion of mesh, mesh transecting the urethra, and required additional medical treatment and procedures including repair and removal.